Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was 1-2 millimeter inaccurate in the sphenoid sinus. The surgeon checked accuracy on the mid-line of the teeth, the medtronic representative recommended the surgeon check accuracy at other points as well. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative, reported that the tracer pattern used was not ideal and did not include any depth in the pattern. The medtronic representative trained the surgeon on proper tracer technique but reported the doctor is resistant to change technique. The medtronic representative also trained the surgeon and site representatives on emitter placement and metal interference. On (B)(4) 2015, the medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.